Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the mobile view station (mvs) was not displaying any video when turned on. Windows dual view setup was reconfigured in the control panel. The system was then rebooted and a system check performed. A software investigation was also completed. It was determined that the imaging system software was functioning as designed. The root cause of the reported issue was determined to be a need to reconfigure the windows dual view. A full imaging system check-out was completed following reconfiguration and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system would not boot up. Several attempts were made and the system still would not complete the boot up sequence. It was reported that a "no video input" message was displayed during the last reboot attempt. The umbilical cable was inspected for damage, and none was found. The use of the imaging system was discontinued because of this issue. The procedure was completed successfully with a c-arm after a reported delay of 40 minutes. The patient was not impacted.